Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the straight suction could not be recognized by the navigation system. Adjustment of the emitter placement did not resolve the reported issue. It was reported that a second straight suction was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The straight suction was returned to the manufacturer for evaluation. Testing found that the suction would not verify and would return a high divot error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.